Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultrasmart meter was displaying inaccurately high readings compared to her feelings or normal results and reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient alleged obtaining readings of "114 and 57mg/dl" on the lfs meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using self adjusting insulin to manage her diabetes to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 weeks after the issue first occurred she developed symptoms of feeling "shaky drowsy and numbness." The patient reported on (B)(6) 2013 she had a glucose drink as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient's test strips and test strips vial were in good condition. The patient was found to be using an approved sample site to obtain a sample. The patient's testing steps were correct. However a control solution test was not run due to the patient not having any supplies during the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment. This incident description contains information from related pis: (B)(4).

Manufacturer narrative:
(B)(4): the meter passed testing and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.